Event description:
It was reported that the ventilator will not turn on. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator will not turn on. The ventilator was investigated on site by our field service engineer. According to service report expiratory channel pcb, inspiratory pressure transducer pcb and dc/dc pcb was defective. Furthermore, unit alarmed for a technical error on expiration flow meter. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced. The inspiratory pressure transducer pcb, conveyed via the pressure tube connected to this pressure transducer, is led to and measured by its differential pressure transducer. All standard connectors are located on dc/dc pcb. The board converts the internal dc supply voltage +12 v unreg into different internal dc supply voltages.